Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer did not see the insulin pump screen in dim light and night. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the reservoir was cracked and pieces were missing. The customer was assisted with troubleshooting and reported that the reservoir did lock in place. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with back light anomaly confirmed due to el panel defect and also unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.